Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator's pneumatic back-plane printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report there was found moisture on the pneumatic back-plane. Cleaning of the pneumatic back-plane solved the issue. No log files or pictures have been provided. The pneumatic back-plane is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. Our conclusion is that the moisture on the pneumatic back-plane was the cause of the failure. However, the root cause to the moisture on the pneumatic back-plane has not been established in this investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#: (B)(4).